Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in the patient notes customer mother was inpatient with a broken leg. Patient was continent but using a purewick while her mobility was limited. Due to customer mother's dementia, she was not using the device to urinate leading to painful distention. After a scan showed 1,800ml in the bladder a straight catheter was used which left her swollen and in pain. Customer needed an information on any contraindications for a patient with dementia for using the purewick device. Upon troubleshooting customer requested a copy of IFU to challenge nursing staff to place a foley. Customer states they monitor her mother 24/7. Suggested them to ensure she has clean hands and avoid touching the foley and avoid pulling on the foley. She also believes that bd should update the IFU and wants this conveyed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, g, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in the patient notes customer mother was inpatient with a broken leg. Patient was continent but using a purewick while her mobility was limited. Due to customer mother's dementia, she was not using the device to urinate leading to painful distention. After a scan showed 1,800ml in the bladder a straight catheter was used which left her swollen and in pain. Customer needed an information on any contraindications for a patient with dementia for using the purewick device. Upon troubleshooting customer requested a copy of IFU to challenge nursing staff to place a foley. Customer states they monitor her mother 24/7. Suggested them to ensure she has clean hands and avoid touching the foley and avoid pulling on the foley. She also believes that bd should update the IFU and wants this conveyed.

Event description:
It was reported that in the patient notes customer mother was inpatient with a broken leg. Patient was continent but using a purewick while her mobility was limited. Due to customer mother's dementia, she was not using the device to urinate leading to painful distention. After a scan showed 1,800ml in the bladder a straight catheter was used which left her swollen and in pain. Customer needed an information on any contraindications for a patient with dementia for using the purewick device. Upon troubleshooting customer requested a copy of IFU to challenge nursing staff to place a foley. Customer states they monitor her mother 24/7. Suggested them to ensure she has clean hands and avoid touching the foley and avoid pulling on the foley. She also believes that bd should update the IFU and wants this conveyed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.